Manufacturer narrative:
Correction: the failure analysis results initially submitted were for the product in related record MFR # 2955842-2025-11198. Field d4 (lot number) has been updated to include the correct/complete lot number. Corrected failure analysis information for the product related to this complaint: the fenestrated bipolar forceps instrument (lot # k14230727-0427) involved in this complaint was received and tested by failure analysis. The instrument was found to have a frayed grip cable at the idler pulley. While the cable itself was not fully broken, some wires were broken. There was no discoloration, corrosion, or contamination observed on the cable that would typically result from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.